Event description:
It was reported via repair work order that the cot retaining post was loose due to a broken retaining post screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.